Event description:
It was reported that the bd maxplus positive pressure connector had leakage. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital due to intermittent upper abdominal pain and discomfort for 4 days at 11:14 on (B)(6) 2025. When the patient was flushed at 08:30 on (B)(6) 2025, it was found that the needleless connector was leaking from the side. The patient was immediately given a new needleless connector, and no adverse consequences were caused.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation: a mp1000 china product was not available for investigation of pr (B)(4); the lot number provided was incorrect. The feedback provided by the customer states that, "during catheterization, it was discovered that the needle-free connector was leaking fluid from the side." Further information from the customer has stated that leakage was discovered from the joint side during the infusion flushing. And the customer did not carefully observe if there was specific damage at the side or the top of the shell. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number provided by the customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.

Event description:
No additional information was received.